Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021 straight thoraxic initiator, lesna straight thoracic pedicle, lesna curved thoraxic pedicle were crooked and bar approximator rolled screwdriver bit. During the procedure, no harm is generated to the patient, other awl is used. This report is for one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 1 for complaint (B)(4).